Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that after a non-abbott stent was deployed in the distal left anterior descending artery, the 2.25 x 8 mm nc trek balloon catheter was used for post-dilatation; however, the balloon ruptured during the third inflation. The device was removed and a different non-abbott non-compliant balloon was used without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.